Event description:
In 2005 I had mentor saline breast implants put in. I was told they were safe. Within 5 years of implanting I begun to have serious health issues. It began with hair loss, crippling anxiety and depression then led to severe joint pain, fatigue, rashes, heart palpitations, shortness of breath, until I spent most of the time unable to pull myself out of bed. My physician was unable to pinpoint what was causing my ailments and my bloodwork always came back negative for diseases except a test that would show tht my body was apparently "trying to fight something". After hearing of similar ailments of women with breast implants I scheduled an explant with a total capsulectomy and had the implants removed. My symptoms have improved greatly and I feel like I have my life back. Unfortunately, I spent over 10 years and missed out on a lot of time with my grown children. My surgeon assured me that my implants were made. There need to be mandatory warnings for women considering breast implants. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).